Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device was also received with corroded battery tube, case cracked behind device near the battery compartment, stained keypad overlay, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on after being exposed to moisture. The customer stated they were wearing insulin pump while in the pool customer stated insulin pump screen was no longer turning on. Customer stated self test was not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.